Event description:
It was reported that during a lap sigma procedure, the teflon pad on the device melted. The site used a new instrument and had the same problem. A third instrument was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.